Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during an unrelated procedure, the patient was inappropriately shocked when the surgeon was cauterizing the patient's leg. Interrogation showed the implantable cardioverter defibrillator (ICD) was over-sensing noise. There were no consequences to the patient and no changes were made to the ICD.